Event description:
Complainant alleged that while attempting to treat a patient in transport (age and gender unk), the device displayed a "pacer fault 117" message. Complainant indicated that the clinician reverted to manual CPR to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow up report when our investigation is completed.